Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the sleeve melted. No further information was provided.

Event description:
It was reported that the sleeve melted. No further information was provided.

Manufacturer narrative:
H6; the reported issue for a melted sleeve was confirmed on receipt of the product for evaluation. A device history record (DHR) review was not possible in this event as the lot number was reported as unknown the product was evaluated by product engineering who concluded that based on the tests completed, there is no evidence that either the tip or sleeve were defective which caused the sleeve to melt. The most likely cause was insufficient irrigation associated with the tubing setup or priming of the irrigation before use. All sonopet 1.0 tips generate heat during normal operation. To that end, adequate irrigation must be used with part numbers to prevent unintended thermal damage to the patient and the device. The associated instructions for use(IFU) for sonopet universal handpieces contains the following warning; "applied part may generate heat. Use care to avoid tissue damage due to unintended contact. Always provide adequate irrigation to the tip."